Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound.

Event description:
It was reported that patient had fallen off the patient¿s porch and broke the patient¿s left arm. Afterwards, the implantable cardioverter defibrillator (ICD) emits a steady audible tone at intermittent spontaneous intervals. The device interrogates and tones appropriately when a programmer head is placed over it. The physician is concern that the device may have been damaged during the fall. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.